Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The most common root cause of this failure is due to mishandling/misuse. Electrical continuity was tested and passed. No material was missing.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the insulation at the top of the maryland bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell into the patient.